Event description:
It was reported the device was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced prophylactically after the patient experienced episodes of dizziness and syncope. No device malfunction or electrical anomalies were observed. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. As received, the device battery voltage was above eri level and no header anomaly related to the field concern was found. Analysis of device image indicated that the device was within normal range of operation. Further analysis demonstrated normal device characteristics, with battery voltage above eri level. Output analysis was performed with no anomalies in results. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.